Event description:
Updated summary: based on the latest information, the event involved products mmt-1884, unk_sensor, unk_reservoir and unomedical. The customer discontinued the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device returned. No product return is required for unk_sensor, unk_reservoir. No product return is required for unomedical.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and, alleged for difference between blood glucose and sensor glucose values, asked for replacement of the pump due to calibration issues and issues with the pump not being able to stop doing auto basal even it is very low and pump has been alarming on low blood glucose. The event involved products mmt-1884, unk_sensor and unomedical. Troubleshooting was partially performed for low blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 110 mg/dl and sensor glucose value was 80 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 30 mg/dl and it was within acceptable range. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unk_sensor. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and basic occlusion test. The pump was programmed with multiple bolus deliveries, and all bolus delivered properly their indicated amounts and were properly recorded in daily history. No unexpected insulin flow blocked alarm noted. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. Successfully downloaded history files and traces using thumps. Unit communicated properly with glucose sensor simulator and the guardian link transmitter. No communication anomaly noted. The following were noted during visual inspection cracked battery tube thread and cracked case near belt clip rails. In summary, the customer alleged no delivery/occlusion alarm was not confirmed. Unit was not confirmed for possible high bg¿s / low delivery anomalies. Unit communicated properly with glucose sensor simulator and the guardian link transmitter. No communication anomaly noted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.